Manufacturer narrative:
The reported event was for dislodgement and no capture. As received, a complete lead was returned in one piece. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed that the lv lead was dislodged, so it was explanted and replaced. The patient's condition was stable and there were no adverse consequences.